Event description:
When reaming the femur with tapered reamers on power, the press fit size 12 reamer became stuck in the femur. Dr (B)(6) attempted to get the reamer out by using the drill on forward and reverse, but were unable. Following that they attached the t-handle to the reamer and tried moving the reamer manually, again they were unsuccessful. They then proceeded to hit the t-handle with a mallet continually to try and remove the reamer from the femoral canal. After many attempts and attaching and removing the t-handle many times the end of the reamer that attaches to power or the t-handle became damaged. From that point on the reamer was unable to be attached to the t-handle. They then proceeded to attached 2 vice grips to the reamer at hit a mallet against them until the reamer was removed from the femoral canal.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Corrected data: device not returned for evaluation. A review of the device history records and complaint history could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Not returned.

Event description:
When reaming the femur with tapered reamers on power the press fit size 12 reamer became stuck in the femur. Dr. (B)(6) attempted to get the reamer out by using the drill on forward and reverse, but were unable. Following that they attached the t-handle to the reamer and tried moving the reamer manually, again they were unsuccessful. They then proceeded to hit the t-handle with a mallet continually to try and remove the reamer from the femoral canal. After many attempts and attaching and removing the t-handle many times the end of the reamer that attaches to power or the t-handle became damaged. From that point on the reamer was unable to be attached to the t-handle. They then proceeded to attached 2 vice grips to the reamer at hit a mallet against them until the reamer was removed from the femoral canal.